Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had poor visibility on the lcd screen customer was not calling back after receiving a new battery cap. Customer reports screen was not blank. Customer reports screen was difficult to read and sometimes glitches. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.